Event description:
This lead was capped and replaced due to an impedance greater than 3200 ohms. The physician also changed out the pacemaker at the same time because it was at eri indication. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.